Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
(B)(4). The insulin pump was unable to prime during prime test due to faulty force sensor system. Pump passed idle current test run current test, self test, off no power test, unexpected error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted. Motor passed motor test. Pump was received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error while trying to rewind. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.